Event description:
Patient experienced irritation to nose, numbness and tingling to lips, dry cough, eye burning when exposed to cidex opa. No medical attention was indicated. User changed to cidex 14 days solution and symptoms resolved.